Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a small ache around the implantable pulse generator (ipg) site during a magnetic resonance imaging (MRI) scan. At one point during the scan the patient reported it felt like the ipg was heating up. The sensations disappeared as soon as the MRI was finished. The patient felt completely back to normal after leaving MRI machine. The device tested within normal parameters after the MRI scan. The ip remains in use, and no patient complications have been reported as a result of this event.